Manufacturer narrative:
Manufacturer's report date: 01/15/2014. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they were unable to remove the IV tubing easily; the male luer of the tubing broke off in the luer access device when attempting to remove the tubing. There was no report of patient harm or medical intervention. The customer stated that no additional event or patient information is available.